Manufacturer narrative:
All available information was investigated, and the reported poor image resolution and difficult to remove associated with clip being caught on chordae could not be replicated in a testing environment as they were related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficult to remove associated with clip being caught on chordae appears to be related to patient morphology/pathology due to high-density chordae. The reported poor image resolution was due to shadowing. The reported tissue injury appears to be related to difficulty removing the clip from the chordae. Tissue injury is listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 3 functional tricuspid regurgitation (tr) and high-density chordae noted in the posterior and septal (p/s) commissure for a triclip procedure. During the procedure, an xtw was placed mid a/s (anterior/ septal leaflets). This reduced the functional tr from severe (3) to mild (1). A second xtw was placed mid p/s. After attempting to grasp, due to shadowing, images of the posterior leaflet were inadequate. It was decided to remove the clip. After inverting and coming into the right atrium (ra), a chorda was still connected to the device. After manipulating the device to free from the chorda, there was a flail section in the valve. The device was removed, and the procedure discontinued. The patient was left with a flail septal chorda in the p/s commissure, and moderate (2) tr. Tissue was found in the clip during investigation of the device after the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.